Manufacturer narrative:
The end-user fell and was only sore. We sent the end-user a replacement rolling walker to her home. We have clear visible warning labels on the unit stating the following: do not navigate the rolling walker while sitting on the seat. The brakes should always be locked when the seat is being used. Risk of fall or serious injury may result if brakes are not locked while user is sitting on the seat. This case is now closed.

Event description:
Customer was sitting in the seat of the rolling walker and rolled herself to her desk (6-7 feet away). The frame of the rolling walker broke and she fell to the floor. There was no injury and she was only sore.